Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the distal edge of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another 2mm x 40mm x 144cm balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another 2mm x 40mm x 144cm balloon catheter. No patient complications were reported and the patient's status was good.